Manufacturer narrative:
Device evaluation: fold creases, wear abrasion, linear opening, imprint of patch logo on opposite side of the shell consistent with folded device, observed void 1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified: a linear striated opening on radius side assessed as surgical damage and a linear smooth opening on radius side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a linear striated opening assessed as surgical damage. A crease smooth opening assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.